Manufacturer narrative:
Product received by zimmer biomet for investigation. Root cause attributed to user error. Condition is addressed in package insert. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the time frame in which they were manufactured. Product was returned with one suture protruding out of the needle sled, unable to determine condition of product when leaving biomet facility. The gun functioned as intended as development engineer verified by pulling the trigger. If proper surgical technique is used as noted "squeeze the trigger slowly and maintain pressure to deploy the implant. Note: squeeze the trigger once completely for each anchor. The development engineer pulled the trigger as intended and the second anchor deployed as intended. It is his belief that not enough pressure was applied when using the device causing the anchor not to deploy as intended. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported during an acl procedure on (B)(6) 2015 the anchor did not deploy all the way out of the inserter. The surgeon positioned the marxmen against the repair area, pulled the trigger and then repositioned, this is when it was noticed the anchor did not deploy all the way out of the inserter. A competitor product (cinch) was used to complete the procedure with no delay or patient injury.